Manufacturer narrative:
Additional information was received. Section h10 was corrected. Implantation of the 26mm sapien 3 ultra valve was successful. The patient had intraoperative bleeding in the groin and subsequently received 5 units of prbcs and 4 units of ffp. Two covered stents were placed in the femoral-iliac region, one in the right side and one in the left side. CT angio after the procedure showed a small bleed on the right side, noted to be the a. Profunda femoris. The left common iliac bleed had stopped after a covered stent was placed. The patient had postoperative delirium and nosocomial pneumonia. They received invasive ventilation the day of the procedure and had to be reintubated 10 days later, with subsequent tracheostomy placement. Weaning from mechanical ventilation was unsuccessful. Approximately 1 month post procedure, the patients family decided against further treatment and the patient expired. This is one of two manufacturer reports being submitted for this case. This case represents the delivery system used during the procedure. Reference related manufacturer report 2015691-2021-02117. The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual inspection, functional testing, or dimensional analysis was able to be performed. Imagery was provided by the complaint site. It was observed the inflation balloon had separated/torn. During the procedure, bent stents were observed on fluoro while the valve was inside the sheath. The frame was noncoaxial with the sheath during insertion leading to damage of the hdpe and a liner tear. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed one other similar complaint. A review of the complaint history on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 revealed other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Note: in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for balloon torn was confirmed from the imagery provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, there was difficulty advancing the sheath into the patient. The delivery system balloon was elongated and was cut outside the sheath in half after being unable to pull it back out of the sheath. The whole system was pulled back but got stuck in the esheath halfway. Per the edwards training manual, the delivery system with crimped thv should be removed as a single unit if the thv is to be retrieved through the sheath before deployment. In this case, the crimped thv never exited through the sheath tip and the withdrawal difficulty was a result of the user attempting to remove the delivery system with crimped thv through the sheath. This resulted in the valve interacting with the sheath hub, causing the balloon to tear. Although a definitive root cause is unable to be determined, available information suggests procedural factors (inadequate device removal technique/excessive device manipulation) contributed to the balloon tear. The complaint for balloon torn was confirmed. Available information suggests procedural factors (inadequate device removal technique/excessive device manipulation) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This case represents the delivery system used during the procedure. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 ultra valve in aortic position using transfemoral approach, there was difficulty advancing the sheath into the patient. The esheath was pulled back, propofol was used on the sheath, and the esheath was successfully placed in the abdominal aorta. There was difficulty advancing the delivery system and valve through the esheath. A valve strut was observed to be bent and there was a puncture of the esheath. The system was pulled back, but was stuck in the esheath. The delivery system balloon and tip of the delivery system was elongated. The delivery system was cut outside the sheath and then pulled out of the sheath. The esheath was removed. The tip of the commander and valve were found at the hemostatic valve of the esheath. A new system was prepared and new 26mm sapien 3 valve was implanted successfully. The transfemoral artery showed a dissection of the common iliac, which required covered stents. The cause of the dissection was unknown. Post tavr procedure, the patient had problems getting mobilized in the ICU. The patients vital parameters were okay but not good. At last report, the patient was still in the ICU and acquired a lung infection. Photos of the devices showed the delivery system balloon was torn and the distal tip, nose tip was separated due to manual cutting of the system during withdrawal. The valve had one bent strut on the inflow side near the triple marker.

Manufacturer narrative:
Reference related manufacturer report 2015691-2021-02117. The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual inspection, functional testing, or dimensional analysis was able to be performed. Imagery was provided by the complaint site and it was observed that the inflation balloon had separated/torn. Bent stents were observed inside of sheath during the procedure. The frame was noncoaxial with sheath during insertion, leading to damaged hdpe and torn liner. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed one other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Note: in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for balloon torn was confirmed from the imagery provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, the sheath was inserted with heavy problems pushing it forward. The delivery system balloon was elongated and was cut outside the sheath in half after being unable to pull it back out of the sheath. The whole system was pulled back but got stuck in the esheath halfway. Per the training material, delivery system should be withdrawn with the sheath as a unit. Since the delivery system was attempted to be removed through the entirety of the sheath, it is possible that there would have been resistance during delivery system retrieval. Additionally, it is likely that during delivery system insertion, the device was manipulated in an attempt to advance the valve resulting in puncturing of the sheath and the valve becoming non coaxial within the sheath. This would have made the valve difficult to retrieve through the sheath, and would have led to further withdrawal difficulty and ultimately, the tearing of the crimp balloon. While a definitive root cause is unable to be determined, based on available information it is likely that procedural factors (excessive device manipulation) contributed to the balloon tear. The complaint for balloon torn was confirmed. Available information suggests procedural factors (excessive device manipulation) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformances were identified. Therefore, no corrective or preventative actions are required at this time. A pra was initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.